Manufacturer narrative:
(B)(4). Insulin pump received with battery issues and had high sleep current due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump battery was last than expected. Customer blood glucose level was unknown. The device will be returned for analysis.